Event description:
The customer was hospitalized with high bgs. A site change was done: bgs rose and the customer might have been readmitted. The pump history was downloaded by the dns with readings that they were unsure about. The pump had been put in the suspend mode and cannot be sure whether it was a malfunction or whether it could have been done by the customer. The customer seems to be having some family problem at this time. The dns will be going to the hosp to see if there was a readmit but fears that because of hippa they will not be told if the customer is there or not.